Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded both untreated and treated episodes. A request from rhythmcare to review the episode was made. Data review determined the treated episode was due to oversensing of suspected atrial fibrillation (af). An x-ray was then performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded both untreated and treated episodes. A request from rhythmcare to review the episode was made. Data review determined the treated episode was due to oversensing of suspected atrial fibrillation (af). An x-ray was then performed. Additional information includes confirmation that the shock impedance measurements were noted to have increased reaching out of range. X-rays were competed confirming device position could be optimized. A revision procedure was scheduled. This device remains in service. No adverse patient effects were reported.